Event description:
Event description guidant received information that this ventricular implantable lead had dislodged and the patient was feeling pain and muscle stimulation. This was seen more in unipolar then bipolar. The thresholds are high.